Manufacturer narrative:
Correction information: h6: coding changed, based on the investigation result. Evaluation summary: the cause is that the cable breaks, due to repeated use. The device has been repaired.

Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) region involving pentax loaner video scope eg-2790i. In the event reported, it was stated that there was no video image/error message, scope not connected. The anomaly was discovered in the procedure room before use. There was no adverse event reported with this complaint. The loaner device was returned to pentax for further evaluation on service order (B)(4). The device is pending evaluation. A review of the service history indicates the device was routinely serviced at a pentax facility. On 06-oct-2021, a device history record (DHR) review for model eg-2790i, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 19dec2013 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. No other information provided with this complaint.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.